Event description:
This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pelvic pain usually on left side (hurts to stand, lie down, sit)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), urticaria ("severe hives all over my body that sometimes ooze clear fluid and itch like crazy") with pruritus, ovulation pain ("severe pelvic pain with ovulation"), dysmenorrhoea ("severe pelvic pain with menstruation"), the first episode of dyspareunia ("severe pelvic pain with intercourse"), constipation ("constipation") with flatulence, menorrhagia ("severe menstrual symptoms including heavy flow, large clots"), hyperhidrosis ("sweating"), the second episode of dyspareunia ("do not have sex with my husband due to the pain it causes"), insomnia ("having difficulty sleeping at night"), uterine spasm ("spasms in my uterus/ tubes") and fallopian tube spasm ("spasms in my uterus/ tubes") and was found to have weight increased ("unexplained weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, urticaria, ovulation pain, dysmenorrhoea, constipation, menorrhagia, hyperhidrosis, the last episode of dyspareunia, insomnia, uterine spasm, fallopian tube spasm and weight increased outcome was unknown. The reporter considered constipation, dysmenorrhoea, fallopian tube spasm, hyperhidrosis, insomnia, menorrhagia, ovulation pain, pelvic pain, urticaria, uterine spasm, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Amendment: the report was amended for the following reason: this case (B)(4) was deleted from (B)(6) database. As this case (B)(4) was found to be duplicated of case no (B)(4). All the information was transferred in retain case. No new follow-up information was received from the reporter. This non-medically confirmed, spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain usually on left side (hurts to stand, lie down, sit). This event was considered serious due to its medical importance and it is listed according to essure's reference safety information. After essure insertion pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as non-incident, since no surgical intervention or hospitalization was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.